Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported foot break could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device, using the pre-close technique, via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the foot broke off of the proglide device in the patient¿s artery. A surgical cut down was performed and the foot was removed. The sheath was upsized to 12f and the evar procedure was completed. Hemostasis was achieved by surgical suturing. There was a clinically significant delay in the procedure due tot the cut down to remove the broken foot. No additional information was provided.